Manufacturer narrative:
B3: unk. D6b: unk. H6: health impact- clinical code: 4581 - mydriasis. H6 - work order search: no similar complaint was reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -09.50/+1.0/089 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2023. Post-op, the mydriasis continued after glaucoma attack. The lens remained implanted and the patient is under observation. This was the replacement lens for MFR. Report # 2023826-2023-02889. Additional information has been requested but none has been forthcoming.